Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic device-use logs were also provided. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. It was reported that the calibration of the device took longer than expected and the device gave unexpected or uncharacteristic audible feedback of normal use. The reported issues could not be confirmed. The most likely cause could not be established from the information available. During the investigation a secondary condition of the battery assembled into the handle incorrectly was detected. This condition has a potential for patient harm. Visual inspection of noted that the battery was assembled into the handle incorrectly. Functional testing found that when opening and closing a reload, the reload would intermittently articulate. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The issue of the handle articulating left may occur when the open key is pressed is due to the left articulation key being pressed prior to the open key. An improper battery pack assembly can cause the switch board to bend, resulting in interference of the toggle switch actuator with the battery pack assembly. Internal process improvements have been initiated to mitigate this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, during device preparation, the buttons were sensitive. The device opens instead of articulating or articulates instead of opening. The device was also making a strange whirling noise when articulating. It was reported that the articulation process takes longer than normal to complete. Another handle and shell were used to complete the case. There was no patient involvement. Medtronic¿s initial evaluation of the incident device found battery pack assembly being disassembled and bending the switch board.